Manufacturer narrative:
A quality complaint investigation was performed. One used endotracheal tube of i.d 7.0 mm with frosty balloon. Product fitted with pp connector of corresponding size, pvc bullet valve with pilot balloon printed with size identification 7.00 mm and work order # (B)(4) and tube marked as per specification. Product was received in a plastic bag label and with number 4. The product was enclosed in an envelope. Product was closely examined. The actual sample (used) received from the customer was inspected and did not perform to our requirement. It was observed that the shoulder angle of the pilot balloon wall (parting line) had opened measuring approximately 10mm long upon receipt. Attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated slowly during inflation. Area of leak was confirmed when the test was repeated with the entire tube submerged into a beaker of water. Air bubbles were seen escaping away from the edge of the pilot balloon. The leak spot was reconfirmed when the inflation test was repeated using the colour water. Close examination of the leaked area under magnification revealed that the shoulder angel of the pilot balloon wall (parting line) had opened measuring approximately 10 mm long. Reviewing of manufacturing record for this particular lot of product does not reveal any sign of leak detected during the 100% inspection. After review of the returned product and detailed batch review, a discrepancy was found. This warrants further action and non-conformance will be opened. This complaint will remain open until completion of non-conformance. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/06/2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.

Event description:
The complainant reports the cuff of the endotracheal tube had a leak while the ett was in use. It is further reported there was a one centimeter crack in the pilot balloon and the ett was removed by standard procedure.